Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for complex regional pain syndrome and spinal pain indications. The reason for call was patient reported that the stimulation was turning itself off. Patient service specialist asked, patient confirmed that stimulation would turn itself off on its own if the ins battery got low, and also when there was plenty of charge. Patient stated that the issue had been going on for a couple weeks. Patient confirmed that the controller was charged to 100%, and the implant was 70% while on call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent provided and explained use of national answering service (nas) number.